Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Edwards received notification that thrombosis was observed on an inspiris resilia valve implanted in the aortic position after an implant duration of approximately three (3) months and 23 days. As reported, the patient, who complained of severe chest pain and underwent coronary angiography, was found to have a sub-occlusion of the left main coronary artery due to the presence of thrombus on the inspiris valve. A stent was implanted at the time of angiography. The patient followed anticoagulant therapy for three months after implant. The event occurred one month after discontinuation of anticoagulant therapy. The patient was rehospitalized in another hospital due to this event and anticoagulation therapy was restarted. To treat the occlusion thrombus aspiration was performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that thrombosis was observed on an inspiris resilia valve after an implant duration of approximately three (3) months and twenty three (23) days. As reported, the patient, who complained of severe chest pain and underwent coronary angiography, was found to have a sub-occlusion of the left main coronary artery due to the presence of thrombus on the inspiris valve. The patient followed anticoagulant therapy for three months.